Manufacturer narrative:
The lens was returned positioned incorrectly posterior side up in the lens case. Blood and solution was dried on the lens. One haptic was bent in the distal area. The other haptic is pulled from the haptic insertion area (not returned). All product and batch history records are reviewed by quality prior to product release. Due to the surgeons technique, associated cartridge and handpiece were not used. The file indicated the use of two viscoelastics. The reported haptic damage was observed. Information was provided in the file that in the surgeons opinion the event was caused due to traction/tension of pulling on the two haptics which was due to type of surgical technique. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during implantation of an intraocular lens (iol) the haptic was broke with no patient contact. Additional information was received stating haptic was broke with patient contact. The lens was removed by wound enlargement. The wound was closed with sutures. The patient was not hospitalized for the event and there was no patient harm. In surgeons opinion the event was caused due to traction/tension of pulling on the two haptics which was due to type of surgical technique.